Event description:
I was reported that the pump was replaced due to normal battery depletion. At the time of replacement, the elective replacement indicator (eri) was calculated at 5 months. Reporter stated that patient showed no signs or symptoms. The pump was at the end of battery life, an elective pump replacement was performed prophylactically to avoid in-vivo battery depletion. The patient outcome was reported as resolved without sequelae and "no patient injury." The medication in the pump was fentanyl, clonidine, and compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8590-1, lot# n0051771, implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type : accessory. (B)(4). Final analysis of the pump revealed a pump/pump head deformed pump tube, and pump/motor feed thru anomaly. Only the pump was returned for analysis. Pump returned because reaching end of life. Pump logs did indicate a motor stall recovery and the ip indicated drugs: fentanyl 6000mcg/ml, clonidine 160 mcg/ml and comp baclofen 120 mcg/.ml. Pump did pass dispense testing for accuracy but the graph looked a bit odd, destructive analysis found that the pump tube had become hardened and discolored and could explain why the dispense graphing look odd. Also during analysis the pump had suffered a low battery reset, this occurred while at minimum rate well after the flow testing and bct testing had been done. Resistance readings taken indicated that the m1 and m2 motor wires where shorted. It was discovered that a moisture droplet had pooled underneath the feed thrus, and caused them to temporarily short out. Battery was checked for high resistance and passed.